Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2010.

Event description:
It was reported an infection occurred. During lead removal, pus was reported to be in the pocket and the capsule was grossly infected. The lead was removed and replaced. No further patient complications have been reported as a result of this event.